Manufacturer narrative:
H3: one device was received for evaluation. No previous repair was noted. Through functional testing, it was confirmed that the downstream occlusion (dso) seal was damaged. The root cause of the issue was a degraded dso seal. The complaint was upheld, and the dso seal was replaced to fix the problem. The device then passed all tests after the repairs.

Event description:
It was reported that device has a damaged downstream occlusion (dso) seal and needs an update. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.